Event description:
It is reported that the device was implanted in 2008, and revised in 2009, due to the superior rim of the liner fracturing.

Manufacturer narrative:
Evaluation summary: the devices were not returned for evaluation. Possible causes of liner fracture could be (but not limited to), one or more of the following: patient weight, patient activity, component malalignment, and subluxation. Based on the available information a definitive cause can not be determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.